Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to software version out of date and unable to update to most current version. The inability of the controller to initially perform the upgrade was not evident and the reported event of controller failed alarm was cleared after flash codes were initiated with test monitor. The most likely cause of the software installation problem was due to a flash erase or write failure causing a temporary corruption of the older version software and hence displaying the controller failed alarm. The most likely root cause of the reported event can be attributed to previous software corruption. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The "controller failed" alarm indicates a potential controller failure; the controller should be exchanged with the back-up controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the medical staff was unable to deactivate the "vad stop" alarm and that the controller screen displayed "controller failed, change controller". The controller was exchanged with no reported effect on the patient. No further information was provided.